Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps instrument was found to have the tip broken. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument broke while it was being used for grasping tissue. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. There was no patient injury and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint defective I&a "tip was broken." Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.048" x 0.148" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to user mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No investigation required as no image or video clip for the reported event was submitted for review. In addition, a review of the instrument log for the prograsp forceps instrument (part# 471093-11/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the prograsp forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. A review of the remote procedure log showed the site performed this radical without lymphadenectomy prostatectomy surgical procedure on (B)(6) 2022 via system serial# (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the tip of the instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Failure analysis confirmed the instrument breakage that resulted in a fragment falling inside the patient was attributed to user mishandling/misuse.